Event description:
A double-balloon endoscopy was performed on a patient with crohn's disease. A longitudinal laceration was observed at the time of endoscope removal. A CT scan after the double-balloon endoscopy revealed a small perforation. The patient was treated conservatively with fasting and antibiotics. The physician believes that the tip of this device led to the perforation.

Manufacturer narrative:
The actual device was disposed of at the facility, so it was not possible to examine the actual device. When this information was obtained, fujifilm was informed that a similar event was occurring in 2022. The MDR number for the event occurring in 2022 is 3001722928-2024-00024. There is no information on the occurrence of similar events from other facilities. The patient has a weakened intestine due to crohn's disease, which may have led to the perforation.

Manufacturer narrative:
D5 was added. Medical device problem code (a), investigation conclusions (d) were changed.